Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced syncope and was in ventricular tachycardia/ventricular fibrillation rhythm. The initial shock of 36 joules(j) failed, but the 40j shock was successful. There was no allegation on the system. No programming changes were made; the physician was considering adding medications for the patient. The patient was in stable condition.